Manufacturer narrative:
Initial reporter phone no: (alternate) 027 444 0523 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after insertion of a gamcath catheter, the "hub of the line¿ was observed to be cracked. Treatment was discontinued and a new catheter was used to continue treatment with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information has been added to h6 and h10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.